Event description:
Physician reported footpedal stuck in the cut mode causing eval sample to be bisected. Upon restart, unit didn't activate at all. As coagulation operator was unavailable, pt was treated with disinfectant and gauze pads.